Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - moisture ingress w/ dmg) issue. The reporter stated that the battery compartment was cracked and that there was corrosion inside the battery compartment. Reportedly, the battery cap was not properly secured at the time of the call but was able to secure fully. The reporter stated that they were unsure if the battery cap was secure at the times when the pump was found to be hot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/22/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/08/2014 with the following findings: the pump powered on with the returned battery cap which was unable to be fully tightened. The battery cap threads were observed to be damaged. The battery compartment was observed to be cracked from the thread area to the case seal and there was evidence of moisture contamination inside the battery compartment. A power loss was not observed during testing. The current draws were within specifications. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture contamination inside the pump. There was no evidence of excessive pump temperature duplicated. Multiple low battery warnings, replace battery alarms and unexplainable power reset events were observed in the black box. Unrelated to the initial complaint, the display was observed to be dim and discolored.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.